Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 600 mg/dl at the time of incident and the current blood glucose of the customer was 273 mg/dl. Customer treated with vial insulin and syringe for their high blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. Customer states that customer does not allege pump was under delivering. The high pressure test performed for insulin flow block alarm and test passed. Troubleshooting was performed. The insulin pump will not be returned for analysis.